Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of a low flow event, a specific cause for these events and the patient¿s outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The submitted log files captured the pump functioning as intended with no atypical alarms until the calculated flow appeared to intermittently decrease below the low flow threshold of 2.5 lpm starting at 02:51:55 am. A persistent low flow hazard alarm was then captured starting at 02:52:56 am, which continued throughout the remainder of the data. The calculated flow also appeared to have continued to decrease to values ranging between 0.0 and 0.1 lpm throughout the remainder of the log file. In addition, a sequence of low power hazard and no external power alarms was observed starting at 07:53:09 am. The associated voltage values suggest that these alarms were the result of a loss of power to the mpu. This event was followed by the silence alarm button being pressed several times starting at 08:03:11 am. This appears consistent with the report that the patient was found expired on (B)(6) 2019 at around 7:50 am. The system controller¿s backup battery appeared to have properly powered the system during this time until the driveline was disconnected at 08:54:18 am and the controller was shut off at 09:18:24 am. Despite the observed decrease in flow, the pump appeared to have functioned as intended at the set speed until the driveline was disconnected. The account communicated that the patient was found expired on (B)(6) 2019 around 7:50 am. It was noted that the neighbors heard the heartmate 3 controller alarm. It was also reported that an autopsy would be performed at brigham and women¿s hospital and the pump would be returned. Multiple attempts for additional information regarding this event were issued to the customer, including requests for product return; however, no further information has been provided and (B)(6) has not been received to this date. The investigation file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient was found dead on (B)(6) 2019 around 7:50am. The neighbors heard the controller alarm. Log file analysis noted frequent pulsatility index events and a low flow event. The log file appeared normal until (B)(6) 2019 at 2:25:34 the flow began to decrease to 2.4 lpm. The flows reached 0.0 lpm by 7:53:09 on (B)(6) 2019. Interrogation detailed a driveline disconnect on (B)(6) 2019 at 8:54:18. A low power hazard event was noted at 7:53:09 on (B)(6) 2019 due to the power to mobile power unit being briefly disconnected. Log file noted the ebb operated until the driveline was disconnected. No further information was reported.